Event description:
The staff reported an empty bed in a patient room in the heart hospital with a hi/low head section that would slowly drift down.

Manufacturer narrative:
Technician replaced the head hi/low valve. No injury reported.